Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) female patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed limb ischemia when impella was explanted. The patient was able to recover with no issues. Treatment details were not provided. No further information was provided.